Event description:
Describe event, problem, or product use error: pt reported she was hospitalized for being septic due to hickman being infected and replaced during hospitalization for 2 weeks and missed 2 doses of ambrisentan during that time.